Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead had dislodged. This is all of the information that was provided to us. There was no explant date provided, so it is believed it remains implanted. No adverse patient side effects were reported.